Event description:
Pt head pinned in doro skull clamp, approx 5 minutes after pinning the head clamp slipped completely off the pt's head when doctor and pa were adjusting the position. Pt noted to have 1 inch skin laceration at center of forehead where the single pin slipped off the head. Skin cleansed, steri strip dressing applied. Doro qr# headrest system, was purchased in 2012. It has been used for neurosurgery for skull clamping.